Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 2.50mm promus premier drug-eluting stent was selected for use. However, prior to procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 2.50mm promus premier drug-eluting stent was selected for use. However, prior to procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
The device is a combination product. Device evaluated by MFR.:promus premier ous mr 12 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.